Event description:
After 38 months of implantation, this ICD was explanted because it was reported that the pt was receiving inappropriate shocks. The facility was notified that this device was a suspect device for over-sensing. In addition, the attached defibrillator lead was capped off at this time because of a possible fracture. Co is unable to determine whether the ICD or the reported "fractured" lead may have resulted in the inappropriate shocks. This lead will also be reported on an MDR.

Event description:
After 38 months of implantation, this implantable cardioverter defibrillator was explanted because it was reported that the pt was receiving inappropriate shocks. The facility was notified that this device was a suspect device for oversensing. In addition, the attached defibrillator lead was capped off at this time because of a possible fracture. The co is unable to determine whether the implantable cardioverter defibrillator or the reported "fractured" lead may have resulted in the inappropriate shocks. This lead will also be reported on an MDR.